Event description:
Customer reported device = 513 mg/dl in the morning one hour after breakfast. Customr went to the hospital. Hospital = 300 mg/dl. Customer was treated with insulin. No controls were used. Device was not coded correctly. Strips were expired. Customer was also treated for a foot infection and released 8 days later. A request was made for return product and replacement product was sent.